Event description:
Lead dislodgement and inappropriate therapy due to patient twiddler's syndrome were reported. Lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.